Manufacturer narrative:
The treatment tip was not returned to the manufacturer for evaluation. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. A review of the manufacturing records showed all requirements were met. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. Pigmentation change is a possible adverse patient reaction to thermage treatment. Cases of hyperpigmentation usually resolved over the course of time (within several months). No corrective and preventative action is required, since there is no non-conformance. No further action is required at this time.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient was treated on the abdomen and approximately one to three days post treatment, the patient noticed dark marks spots across the treatment area. The patient did not notify the treating facility until the following month after treatment. The patient was given tylenol before treatment. Four weeks after the treatment, the patient was seen at the treating facility and was given over-the counter hydroquinone for the hyperpigmentation. Reportedly, there were no system errors and nothing out of the ordinary was noticed during treatment. The treatment tip surface was inspected prior to and during use and nothing was noted. This was the first use of the treatment tip.